Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included depression, anxiety, migraine, overweight and back arthritis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced libido decreased ("decrease in sex drive") and mood swings ("mood swings"). On the same day, the patient experienced pelvic pain ("pain/ pelvic pain"), abdominal pain ("abdominal pain") and pain in extremity ("right leg pain"). In 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced depression ("depression worsened") and anxiety ("anxiety worsened"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, libido decreased, mood swings, depression, anxiety and weight increased outcome was unknown and the pelvic pain, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, anxiety, depression, libido decreased, mood swings, pain in extremity, pelvic pain, perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Current weight as of (B)(6) 2018: 177 lbs. Approximate weight at the time of essure placement: 140 lbs. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Event pelvic pain was clubbed with previously reported event. Events libido decreased, mood swings, depression, anxiety, weight increased, abdominal pain, pain in extremity, device monitoring procedure not performed were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation") and fallopian tube perforation ("fallopian tube perforation") in a 41-year-old female patient who had essure (batch no. 869748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included depression, anxiety, migraine, overweight and back arthritis. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2011 to 2012. In (B)(6) 2011, the patient experienced libido decreased ("decrease in sex drive") and mood swings ("mood swings"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pain/ pelvic pain"), abdominal pain ("abdominal pain") and pain in extremity ("right leg pain"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced depression ("depression worsened") and anxiety ("anxiety worsened"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) with unilateral salpingectomy) and surgery (total hysterectomy (uterus and cervix removed) with unilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, libido decreased, mood swings, depression, anxiety and weight increased outcome was unknown and the pelvic pain, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, libido decreased, menorrhagia, mood swings, pain in extremity, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Current weight as of (B)(6) 2018: 177 lbs approximate weight at the time of essure placement: 140 lbs quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation") and fallopian tube perforation ("fallopian tube perforation") in a 41-year-old female patient who had essure (batch no. 869748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included depression, anxiety, migraine, overweight and back arthritis. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2011 to (B)(6). In (B)(6) 2011, the patient experienced libido decreased ("decrease in sex drive") and mood swings ("mood swings"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pain/ pelvic pain"), abdominal pain ("abdominal pain") and pain in extremity ("right leg pain"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) , the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced depression ("depression worsened") and anxiety ("anxiety worsened"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) with unilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, libido decreased, mood swings, depression, anxiety and weight increased outcome was unknown and the pelvic pain, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, libido decreased, menorrhagia, mood swings, pain in extremity, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Current weight as of (B)(6) 2018: 177 lbs. Approximate weight at the time of essure placement: 140 lbs. Most recent follow-up information incorporated above includes: on 29-oct-2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia) were added. Lot number was added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.